Event description:
Ous MDR - after an implantation time of about 27 months, battery depletion was reported. During the last follow-up on (B)(6) 2013, the device showed bol. No shock delivery was reported. The capacitor reforming was not unusual. The lead was implanted in 2006 and was capped off during revision. No worsening of the patient¿s health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eos, 9 charge processes had been documented. The memory content of the ICD was analyzed, and it was found that the eos battery state was not as expected. The ICD's capability to provide therapy was checked. The antitachycardia output signal was proper and matched the programmed values in eos mode. The eos mode was reset with a technical programmer. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was aborted, which is, however, due to the already severely depleted battery. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured; a depleted battery was detected. The battery and the electronic module underwent a thorough analysis, to which end the battery was returned to the manufacturer for destructive analysis. Analysis of the battery: the manufacturing process of this battery was reviewed first, and the battery underwent a visual and an x-ray incoming goods inspection. No anomalies were noted in the process. All manufacturing steps had been carried out correctly, the visual check and the x-ray analysis showed a normal and expected battery structure. In a next step, calorimetric measurements were performed. The measurements did not show any indications of a possible increased self-discharge of the battery. The battery was opened and analyzed destructively. The visual and electrical inspection of the internal structure did not show any anomalies. Analysis of the electronic module: the manufacturing process of this module was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly, and the power consumption of the module, in particular, was unremarkable. Further analysis was able to determine an intermittent increased current uptake of the electronic module, and the cause could be pin-pointed to an integrated circuit. The intermittently increased current uptake led to an accelerated discharge of the battery and thus to the clinical complaint. We have no indications about an external influence, such as strong electromagnetic radiation. However, we cannot rule out such an influence based on the analysis results.